Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. User facility medwatch #(B)(4).

Event description:
It was reported that this was an arteriotomy closure of a left femoral artery using a proglide after a large-hole emergent procedure with impella support. Two 8f sheaths were in the patient at the end of the procedure. One 8f sheath was removed from the heavily scarred and heavily calcified vessel. While one 8f sheath was in the anatomy, a proglide device was deployed. The distal guide separated and could not be snared. The guide was stented to the aortic wall. There was a delay in the procedure. Manual compression was used to achieve hemostasis. Subsequent to initial reported information, medwatch report ((B)(4)) was received: perclose closure device unable to be removed from patient, vascular surgery called after multiple attempts to retrieve using different methods. Decision made to trap the device in the vessel with a wall stent.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and guide separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. One 8f sheath was removed from the heavily scarred and heavily calcified vessel. It should be noted that the proglide instructions for use (IFU) states the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. One 8f sheath was in the anatomy and the proglide device was deployed. It should also be noted that the proglide instructions for use states: remove the procedural sheath while applying pressure on the groin to maintain hemostasis. Based on the returned device condition and reported information, it appears that interactions with the procedural sheath with the proglide device during deployment contributed to the reported guide separation and subsequent need to stent the detached sheath to the aortic wall. A guide separation can compromise needle trajectory thus contributing to the reported needle to cuff miss such that the foot pockets would no longer be within the path of the needles. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch #(B)(4). H6: medical device problem code 1142 added.

Event description:
It was reported that this was an arteriotomy closure of a left femoral artery using a proglide after a large-hole emergent procedure with impella support. Two 8f sheaths were in the patient at the end of the procedure. One 8f sheath was removed from the heavily scarred and heavily calcified vessel. While one 8f sheath was in the anatomy, a proglide device was deployed. The distal guide separated and could not be snared. The guide was stented to the aortic wall. There was a delay in the procedure. Manual compression was used to achieve hemostasis. Subsequent to the initial reported information, medwatch report ((B)(4)) was received: perclose closure device unable to be removed from patient, vascular surgery called after multiple attempts to retrieve using different methods. Decision made to trap the device in the vessel with a wall stent. Subsequent to the previously filed report, additional information was received: the proglide suture was not able to be harvested. The suture remained mostly in the guide.